Event description:
The customer reported that on (B)(6) 2011 fifteen cubetainers of dxi wash buffer ii solution were found to be leaking. The issue was identified in the customer's warehouse. It is unknown as to whether personnel handling the cubetainers were wearing personal protective equipment, however, there was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. Although the fluid volume of an dxi wash buffer ii solution cubetainer is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer stated that three cubetainers were damaged during transport. However, no pictures were supplied to beckman coulter inc. To evaluate the event. A definitive root cause for this event has not been determined to date.